Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified creases fold, wear abrasion, linear opening on posterior, anterior and radius side and curved opening on posterior side. Leak test and microscopic analysis were performed, which identified striated opening on anterior, posterior and radius side, opening crease smooth on posterior. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed; the result was no blockage. Based on the device analysis the final assessment was: an opening crease smooth on posterior assessed as fold flaw opening. A striated opening, consistent with the use of some surgical tool, on anterior, posterior and radius, assessed as surgical damage. Additional, changed, and/or corrected data: h.3, h.6